Event description:
Malfunction of artificial urinary sphincter & erosion of artificial urinary sphincter into bulbus urethra. Implanted two years ago. Two months ago, pt heard "pop" and leaking sound. Leaking urine since.